Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported that the patient was on impella rp for pulmonary circulation support. It was reported the patient had high placement signal issues while on impella rp support. There was concern about thrombus on the cannula; however, the case does not confirm whether a thrombus was noted on the cannula. Hours later, the managing nurse informed us about elevated pulmonary arterial and central venous pressure. It was reported that the impella rp was explanted and placed a new one due to impending pump failure. No patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.